Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, keypad/button unresponsive/button error, blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported critical pump error 35. Customer not able to clear alarm. Display/keypad not responsive. Force to shut down pump. Issue was not resolved. Replace pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Test sc1-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error (open book image) alarm. Successfully download pump traces and history file using thump software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor during visual inspection. The following were noted during visual inspection: scratched case and cracked keypad overlay. Pump error 53 noted in main error log. In summary, customer alleged critical pump error confirmed. Unable to verify customer alleged for keypad anomaly. Blank display not confirmed. Broken force sensor error (35) was found in history file, problem isolated to force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.